Event description:
It was reported that after 6 to 8 hours of having the stimulator on, the battery site seemed to be bothersome to him, but when he turned it off, the stimulation remained present with good analgesia and the battery discomfort dissipated. X-rays of the thoracic spine were ordered in (B)(6) 2010 which were reviewed. They showed that the right lead was in its originally implanted position, but the left lead had clearly migrated in a cephalad manner and was in the t2, t3, and t4 level. It was noted that the battery site was otherwise okay. It was noted that at the time, there was a mutual agreement not to proceed with any type of revision of the stimulator as the patient was using it effectively and that if it became an issue at some point in the future, they would reconsider this. It was noted that the patient was utilizing his stimulator appropriately. It was further reported that there was not as much concern about the lead displacement that may have occurred from moving the patient during his hospitalization (unrelated to the device). It was noted that the patient was getting good stimulation. It was noted that the patient was last seen on (B)(6) 2010. It was further reported that the patient was supposed to call the office if the battery site bothering persisted but the office never heard anything back from the patient. Since the patient was receiving effective therapy no device malfunctions were suspected. The reason for the lead migration was not determined but the patient was getting good therapy despite the lead migration. It was noted that the patient was last seen on (B)(6) 2010.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).